Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who received dilaudid (20.0mg/ml, 5.996mg/day) in an implantable pump [by program details] for [indication for use]. The surgeon was unable to aspirate the catheter through the catheter access port (cap) on (B)(6) 2016. There was a hole in the catheter the sutureless connector, which caused fluid to fill in the pump pocket of the patient. The patient experienced headaches, but no withdrawal symptoms. The surgeon removed 5cm from the pump segment and added 6.5cm with the revision kit. The issue was stated to be identified by clear fluid coming out of the pocket wound (per device registry, the pump was replaced on (B)(6) 2015). The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who received dilaudid (20.0mg/ml, 5.996mg/day) in an implantable pump for spinal pain. The surgeon was unable to aspirate the catheter through the catheter access port (cap) on (B)(6)-2016. There was a hole in the catheter the sutureless connector, which caused fluid to fill in the pump pocket of the patient. The patient experienced headaches, but no withdrawal symptoms. The surgeon removed 5cm from the pump segment and added 6.5cm with the revision kit. The issue was stated to be identified by clear fluid coming out of the pocket wound (per device registry, the pump was replaced on (B)(6)-2015). The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.